Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : returned to manufacturer on, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: date of event, unique device identifier (UDI)#, medical device serial #, device available for eval?, concomitant med prod data, device manufacture date. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of prevymis (letermovir) was not confirmed in the log review or replicated as the suspect device was not returned for investigation. The facility provided an event date of 21 february 2025, time of event was not reported. A review of the error log observed no records on the reported date of event. On (B)(6) 2025 at 6:24 pm, the pcu event log showed that the device was powered on. The dataset installed was identified as ¿kuh jan 7.2025¿, the profile in use was identified as ¿heme onc¿. On (B)(6) 2025 at 9:08 am, the pcu event log showed that the suspect pump module s/n (B)(6) was attached to the concomitant pcu and assigned channel d. At 9:16 am, the user programmed a primary infusion selecting guardrails drugs with letermovir (prevymis) 480mg/274ml, a rate of 274ml/h and a volume to be infused (vtbi) of 274ml. The user started the infusion. At 10:16 am, the infusion completed successfully and transitioned to keep vein open with a rate of 10ml/h. At 10:22 am, the user modified the vtbi to 20ml and started the infusion with the same previous parameters. At 10:24 am, the user channeled off and stopped the infusion. The total primary volume infused during the letermovir (prevymis) infusion was 280.833ml. There was a further infusion programmed on the suspect pump module of acyclovir with a rate of 107.7ml/h and a vtbi of 107.7ml with an expected duration of one (1) hour; however, the pump module was channeled off approximately thirty- five (35) minutes after the infusion was started. The total secondary volume infused was recorded to be 54.611ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v912.33), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of prevymis (letermovir) could not be determined as the suspect pump module was neither returned for investigation nor identified in the log review.

Event description:
It was reported there was an over infusion of prevymis. When the roller clamp was unclamped prevymis began to "drip". Clinician states that the "medication tubing was in the pump securely". There was patient involvement and no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of prevymis. When the roller clamp was unclamped prevymis began to "drip". Clinician states that the "medication tubing was in the pump securely". There was patient involvement and no harm.